Event description:
It was reported that the patient had a syncopal event. Review of the egms revealed non-physiologic noise on the lead and inhibited pacing.

Event description:
New information notes that the lead was capped in 2008 due to noise. Recently during device change out due to eri, externalized conductors were observed on the active defib portion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.